Event description:
It was reported that the patient presented to the emergency room with a complaint of dizziness and shortness of breath. An interrogation of the implantable cardioverter defibrillator revealed that the device delivered inappropriate shocks and anti-tachycardia pacing for episodes of supraventricular tachycardia. Programming interventions were made. The patient was recovering.

Event description:
The cause of the incorrect arrhythmia diagnosis and inappropriate delivery of shocks for a supraventricular tachycardia was functional undersensing of the atrial beats.